Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, after the replacement of analog interface (ai) printed circuit board assembly (pcba), this 840 ventilator generated a rolling thunder test diagnostic message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found after the replacement of analog interface (ai) printed circuit board assembly (pcba), this pb840 ventilator generated a rolling thunder test diagnostic message. Sp checked the error codes, air/oxygen supply and replaced the breath delivery (bd) central processing unit (cpu) pcba the ventilator passed all functional tests and calibrations and was returned to the customer. One bd cpu pcba was returned to medtronic for further analysis. No anomalies were observed during visual inspection. When powered up on the test ventilator, it was observed that the unit failed power on self test (post) generating a vent inoperative condition. Further analysis revealed that the field-programmable gate array (fpga) device, reference designator u101, was overheating and there was a short circuit condition on both the 3.3 volt and 2.5 volt rails to ground on the bd cpu pcba. If this failure occurred during ventilation, the ventilator would generate a vent inop condition. The appropriate audio and visual alarms would enunciate. The cause of the event was isolated to faulty bd cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, after the replacement of analog interface (ai) printed circuit board assembly (pcba), this 840 ventilator generated a rolling thunder test diagnostic message. The ventilator was not in use on a patient at the time of the reported event.